Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient is receiving abdominal stim. No environmental/external/patient factors that may have led or contributed to the issue were reported. Patient was reprogrammed. Issue was resolved.